Event description:
It was reported that customer received a compromised forced sensor alarm. Customer dropped insulin pump on the floor before receiving alarm. Customer states drive support cap was protruded. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.